Manufacturer narrative:
The facilities biomed found the foot caster plastic cover misaligned and pushing out on the CPR/trent handle. The biomed repositioned the plastic cover to repair the bed.

Event description:
Information received indicates the head and knee functions do not work.